Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown malfunction was verified and a different issue was identified. The alleged battery charging malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3it was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. In addition, the pump shut off with 75% battery life. The pump was connected to a power source however the pump remained off. The customer¿s blood glucose (bg) level was 320 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. In addition, the pump shut off with 75% battery life. The pump was connected to a power source however the pump remained off. The customer¿s blood glucose (bg) level was 320 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.